Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the patient experienced unexpected optical surprise. The lens was explanted and replaced with unspecified lens in a secondary procedure. The clinical reason for the explant was mentioned as optical surprise. Additional information was requested.

Manufacturer narrative:
Correction information was provided in b.2., b.5. And h.11. Based on the available information following submission of the initial report, this event does not meet the criteria for classification as a serious injury. No further reports are required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model but same diopter power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.